Event description:
It was reported that the customer's blood glucose (bg) was recorded as high and ketones were present. Cause was not known. Customer delivered a bolus via the pump to resolve bg. No additional information was provided.